Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event was normal device behavior and no device malfunction.

Event description:
It was reported that the patient's pacemaker exhibited incorrect measurement in the ventricular heart rate histogram. No programming changes were made. The patient was stable throughout.